Manufacturer narrative:
(B)(4). Batch # n5782g. Photographic analysis: picture received shows a bottom view of a gold cartridge, the cartridge is seen with the one piece sled on the proximal end of the cartridge as if it was unfired, however at the distal part there appears to be some material stuck on the cartridge channel, in addition a few drivers can be appreciated aside of the cartridge. Based on the photo alone the event describe is confirmed. Please refer to the device analysis for full analysis details and conclusion. The analysis results showed that one ecr60d cartridge reload was returned with 9 drivers missing and 1 driver out of position making the reload non-functional. Although no conclusion could be reached on what caused the drivers to fall, it is possible that the package was not opened using the sterile technique resulting in the drivers dislodging from the reload. In addition, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during an unknown procedure, that the device breakage. The nurse opened the packing and found the reload broken as the picture shows. Another like device was used to complete the procedure. There were no adverse consequences for the patient.